Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump dispensed insulin during the load cartridge step. There was no reported adverse event as a result of the alleged malfunction. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Evaluation revealed dislodged force sensor pins. Unrelated to the complaint, evaluation revealed a cracked battery compartment and stripped battery cap threads. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.